Manufacturer narrative:
We reviewed the device history record for the lot number reported and no issues were observed. The agv is designed to maintain a pressure range between 5-21 mmhg the unit was returned for evaluation and was tested. It maintained pressure between 5-21mmhg

Event description:
Pressure dropped as low as 5mmhg so dr. (B)(6) decided to remove valve. Once valve was explanted eye pressure went back up to 29mmhg.